Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported that when trying to adjust their stimulation lower they got settings not available (59). Patient stated that the device started acting funny and that the stimulation wasn't feeling quite right and that it was hurting them. Patient said that about a month ago they turned the stimulation up a little bit and it was fine, but yesterday they started turning the stimulation down because it was intense and the message appeared again. Patient noted that they were trying to go down because of the twinges. Patient mentioned that they only had one setting, so they didn't understand why the stimulation started doing these little twinges. Patient was in pain. The issue was not resolved. Agent reviewed screen meaning with the patient. The patient was redirected to their healthcare provider to further address the issue and to meet with a representative for some reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.